Manufacturer narrative:
Additional information received b5 and d6b updated.

Event description:
The device was explanted and there were no access site complications reported.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella cp was inserted during pre-percutaneous coronary intervention (pci) for acute myocardial infarction. Pci was performed in auto mode. The flow rate was at p9 level. This remained the same for over two hours, but the doctor noticed hematuria and lowered the support level to p3, after which the hematuria subsided. Per the physician, the high support level in auto mode, combined with the pump position facing the posterior wall, led to the hematuria, which the physician believed was due to impella-induced hemolysis. The patient condition is stable.